Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt cable the red, green, and blue cables were cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.